Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor displayed ¿no telemetry,¿ the telemetry/progress bar did not progress or fill during an attempted transmission, and a remote transmission to the clinic could not be sent. The monitor showed 2 of 4 cellular signal bars. Setup conditions were confirmed, firmware distribution network connectivity confirmation was observed, and the transmission was reattempted using a dry washcloth. Other electronics were checked and a cellphone was present with bluetooth off. The monitor was plugged directly into an outlet and was on a wooden surface, and corrosion or oxidation was not present. The implant was reported to be approximately 10 years old, and the patient was advised to confirm the implant telemetry feature in clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.